Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported a slow increase of pacing lead impedance was observed over a long period of time. The measurements were within the normal range. A slight increase of the pacing threshold was also noted. The patient will be monitored.